Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experiences break through pain and his stimulation is not providing pain relief. The pt stated, the stimulation is making his pain worse. The sjm representative met with the pt and reprogramming was able to provide stimulation to the proper area. However, the pt is not satisfied with his scs system and wishes to have it explanted. The pt is to discuss having his system explanted with his physician as the next course of action.